Event description:
Patient scheduled as an elective outpatient cath with possible pci. Patient premedicated with asa 325mg, and plavix 75mg. Coronary arteriograms reveal 90% proximal lad lesion. Predilated with 2.5x15 maverick otw. A 3.0x16 taxus stent deployed. Final films show 0% residual stenosis. Case ended at 1509, and patient transferred to cardiac short stay unit at 1521. At 1603, patient complained of 10/10 chest pain. At 1607, EKG shows st elevation. Patient medicated with nitroglycerin sl and paste. Pain continues to be 8/10. At 1625, cardiologist at bedside, and patient returned to cath lab. Films reveal thrombotic occlusion of previously placed proximal lad stent. Patient received heparin, and an integrilin bolus and drip started. Lesion dilated with 2.5x15 maverick, and 3.0x15 maverick. Patient observed on cath table for 15 minutes. Final films show that proximal lad stent continues to be open. Patient to ccu in guarded condition.